Event description:
Ees field quality engineer reviewed the video and had the following observations and conclusion. Observations: the first 3 firings were made with green reloads. After the 2nd firing I observed 2 crotch staples, only one of which was removed. The undetected staple can be observed between 36:52 and 36:56 minutes into the video. As the device was placed for the 3rd firing. It is my opinion that the undetected crotch staple was flattened across the reload face when device was closed. During the firing I believe the staple was pickup by the knife and driven forward causing some minor staple line disruption and knife damage. The result I believe is the oozing that can be observed on the left side of the staple line. The 4th and 5th firings were with gold reloads. Device placement for the 4th firing is around 42:09, and firing at approximately 43:18. Device placements was across part of the previous staple line and there appears to be excessive tissue being jammed into the jaws resulting in some bunching. (Reference 42:30). As the device is being fired I observed excessive jaw tip movement indicating a higher than normal force to fire. As the firing continues the tissue gets pushed forward within the jaws as the damaged knife advances and attempts to cut through the staple line and thick tissue. This firing resulted in a jagged cut line with malformed staples. A 5th firing was attempted with similar results. The 6th and 7th firings were made with green reloads and what appeared to be a different device. Placement again in my opinion captured excessive amounts of tissue, however these firings were offset from the previous malformed staple lines providing enough margin resulting in successful firings. Conclusion: it is my opinion that the damaged knife, reload selection, bunched tissue and crossing of staple lines were the stress factors that resulted in the jagged cut lines and malformed staples observed after the 4th and 5th firings.

Manufacturer narrative:
(B)(4). The analysis found that the ec60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. After further analysis, the knife was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the stapler was fired; it cuts but did not staple. Replaced with a new one and the surgeon had to re-staple the damaged tissue and had some bleeding and potential leak from the staple line. The procedure was prolonged by thirty minutes. Patient outcome is to be advised until the next few days.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).